Event description:
This report is based on information provided by a philips service engineer and has been investigated by the philips complaint handling team. Philips received a complaint regarding the tempus pro, indicating a cut in the display. The issue was found during bench repair. Therefore, no patient or user harm.